Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-05222. It was reported the patients' lead migrated. As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the lead was repositioned and secured in place with a cinch anchor. Stimulation was restored postoperatively thus the issue resolved. Note: both leads are being reported as its unknown which lead migrated and was repositioned.